Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported a persistent type ii endoleak was later identified in regular follow-up imaging. The physician decided to do an explant of the stent-grafts (on (B)(6) 2013). The devices were removed and replaced with a surgical graft, and the patient tolerated the procedure. The type ii endoleak was seen to be originating from multiple collateral vessels. No aneurysm enlargement was reported.